Event description:
It was reported that the intraocular lens was inserted and removed intraoperatively from the pt's eye due to a ruptured capsule. The lens began to fail through the posterior side of the capsule and had to be removed. A vitrectomy was performed and an anterior chamber lens was successfully implanted. According to the surgeon, the pt's current prognosis is stable. Please reference MDR # 1119279-2013-00082 for the intraocular lens.

Manufacturer narrative:
The delivery device has been requested but has not been returned to bausch + lomb for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.